Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having blood glucose of 511 mg/dl. Customer reported of having to switch from a 9 mm cannula to a 6 mm cannula due to weightloss. Customer reported of having a lot of scar tissues and not absorbing insulin in certain areas of the body. Customer reported that cannula was not bent.